Manufacturer narrative:
Discoloration was seen on the adhesive pad. No kinks were observed on the soft cannula of the device. Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The device was returned with the cannula assembly fully deployed and the needle completely retracted. A leak test was performed, and no leaks were observed throughout the entire fluid path. The exact cause of the cannula dislodging could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. The cannula had dislodged and bent/kinked from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 350 mg/dl. The patient reported cannula being dislodged and bent/kinked, while wearing it on the leg. For treatment, the patient changed out the pod and gave correction bolus.